Manufacturer narrative:
Medwatch sent to FDA on 2/17/2016. The events of seroma and inadequate tissue ingrowth are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Additional information regarding patient and device details was requested from the patient's physician, but remains unknown.

Event description:
Health professional reported after implantation with seri surgical scaffold, the patient started experiencing a seroma and "unincorporated seri." The "seroma was watched" and "supportive care was given" as well as the seri being removed and the seroma drained.